Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced atrial undersensing during atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.